Event description:
The 12mm amplatzer muscular vsd occluder (muscvsd) could not be recaptured into the 8f amplatzer torqvue 180 delivery system (lot number 1202017120) during the procedure. The patient was sent to surgery for removal of the muscvsd.

Manufacturer narrative:
The amplatzer muscular vsd occluder was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 7f loader without any deformities. Using a test 7f amplatzer torqvue delivery system, the device was loaded, handed-off to the sheath, advanced, deployed, and recaptured without issue. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.